Event description:
Procedure type: sigmoidectomy. According to the reporter: during the procedure, white foreign material that looked like a cap was found in the cavity and was retrieved. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).